Event description:
This report involves the freedom 60 syringe infusion system sterile tubing set (reference number: (B)(4)), mfg and distributed by (B)(4). This is a tubing set that the freedom 60 syringe pump uses to deliver medications. On this particular tubing set, there is a leakage of medication solution at the downstream distal-end connection of the tubing to the pt's subcutaneous set, resulting in incomplete infusion of the prescribed dose. The lot numbers in question are: 1.083/11 and 1.031/11. There are five pts experiencing the same leakage problem. All five pts are using the freedom 60 syringe infusion system sterile tubing set to infuse the medication hizentra solution subcutaneously via a subcutaneous infusion set.

Event description:
This report involves the freedom 60 syringe infusion system sterile tubing set (reference number: (B)(4)), mfg and distributed by (B)(4). This is a tubing set that the freedom 60 syringe pump uses to deliver medications. On this particular tubing set, there is a leakage of medication solution at the downstream distal-end connection of the tubing to the pt's subcutaneous set, resulting in incomplete infusion of the prescribed dose. The lot numbers in question are: 1.083/11 and 1.031/11. There are five pts experiencing the same leakage problem. All five pts are using the freedom 60 syringe infusion system sterile tubing set to infuse the medication hizentra solution subcutaneously via a subcutaneous infusion set.

Event description:
This report involves the freedom 60 syringe infusion system sterile tubing set (reference number: (B)(4)), mfg and distributed by (B)(4). This is a tubing set that the freedom 60 syringe pump uses to deliver medications. On this particular tubing set, there is a leakage of medication solution at the downstream distal-end connection of the tubing to the pt's subcutaneous set, resulting in incomplete infusion of the prescribed dose. The lot numbers in question are: 1.083/11 and 1.031/11. There are five pts experiencing the same leakage problem. All five pts are using the freedom 60 syringe infusion system sterile tubing set to infuse the medication hizentra solution subcutaneously via a subcutaneous infusion set.

Event description:
This report involves the freedom 60 syringe infusion system sterile tubing set (reference number: (B)(4)), mfg and distributed by (B)(4). This is a tubing set that the freedom 60 syringe pump uses to deliver medications. On this particular tubing set, there is a leakage of medication solution at the downstream distal-end connection of the tubing to the pt's subcutaneous set, resulting in incomplete infusion of the prescribed dose. The lot numbers in question are: 1.083/11 and 1.031/11. There are five pts experiencing the same leakage problem. All five pts are using the freedom 60 syringe infusion system sterile tubing set to infuse the medication hizentra solution subcutaneously via a subcutaneous infusion set.

Event description:
This report involves the freedom 60 syringe infusion system sterile tubing set (reference number: (B)(4)), mfg and distributed by (B)(4). This is a tubing set that the freedom 60 syringe pump uses to deliver medications. On this particular tubing set, there is a leakage of medication solution at the downstream distal-end connection of the tubing to the pt's subcutaneous set, resulting in incomplete infusion of the prescribed dose. The lot numbers in question are: 1.083/11 and 1.031/11. There are five pts experiencing the same leakage problem. All five pts are using the freedom 60 syringe infusion system sterile tubing set to infuse the medication hizentra solution subcutaneously via a subcutaneous infusion set.